Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed recorded episodes of noise on the right atrial lead. The noise could not be reproduced in the clinic with provocative testing. All other electrical measurements were normal. No intervention was performed; the patient would continue to be monitored. No patient symptoms were reported.